Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1610. The fault occurred during infusion. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. As a result of checking the event history log, it confirmed that there was a record of error 1610 during pump operation. During the functional testing, the customer reported issue was confirmed. The cause of the issue was found to potentially be a defective mainboard. The mainboard was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.